Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had a defect. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue took place during surgery, the instrument stopped working. There was no patient harm, adverse outcome, or injury.